Manufacturer narrative:
Work order passed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that port 3 and 4 on the axiem box was not responding during surgery. Surgeon proceeded with surgery using port 1 and 2. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.